Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Device inspection found history of error e433 recorded in the error log. Based on the results of the investigation, error e433 indicates internal abnormality, and it occurs when internal electronic board failure of the electrosurgical generator or foot switch failure. The most likely cause is an electrical abnormality. It is unclear when and what a kind of abnormality occurred in the electronic board. The root cause of failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during pre-use inspection of the generator, error 433 occurred frequently when combined with the foot switch. The error was resolved when the docking was disconnected. There were no reports of patient harm.